Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump delivered two ghost boluses resulting in a blood glucose of 2.2 mmol/l with symptom of confusion/disorientation. The reporter indicated that the pump indicated ghost boluses of 12 units and 6 units. This report is made based on the allegation that the patient experienced hypoglycemia associated with an allegation of ghost boluses while using insulin pump therapy.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/24/2014 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. The pump was exercised for 24 hours on 1.0 units/hour rate without any unprogrammed boluses occurring. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the display screen was found to have a pinkish contrast.